Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out of range pacing impedance measurements. This rv lead had been implanted for more than 30 years. Technical services (ts) reviewed the data and noted that a stored ventricular event after the lss showed oversensing from myopotential noise, possibly due to the unipolar sensing configuration, which resulted in pacing inhibition for approximately 3.5 seconds. Ts recommended an in-clinic visit to evaluate this lead in bipolar configuration and consider adjusting the impedance range for the lss alert. No additional adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).